Event description:
The customer reported that the flip flop brake was loose and the system displayed an iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The flip flop brake was replaced. The collimator was replaced. The beam was aligned. The iris potentiometer and the collimator were calibrated. The system was tested and operates as intended.